Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. Two procedure-related images were provided for evaluation and reviewed. One 3-d magnetic resonance angiography image was provided, but not labeled with any anatomical references. A fluoroscopic digital subtraction image was provided, which demonstrates a deployed stent adjacent to a coil mass. No contrast is visible; therefore, an assessment for proper apposition to the vessel wall cannot be made. There are no obvious deficiencies noted on the stent, and it appears to be fully expanded. No other information can be gathered from the image. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The pathology report stated that the hemorrhage did not appear to be related to the stent. The instructions for use (IFU) identifies hemorrhage and death as potential complications associated with use of the device.

Event description:
It was reported that a stent-assisted coiling treatment was performed on an unruptured but growing right middle cerebral artery aneurysm via the right internal carotid artery. There were no technical problems during the case; however, the patient died four (4) days after the procedure. The post mortem exam showed the stent, coils, and aneurysm were intact. The pathologist stated that the pattern of the marked subarachnoid hemorrhage was a hypertensive-type of deep basal ganglia hemorrhage, which was located in the same hemisphere as the treated segment, but did not appear to be related to the devices. The report stated the exam was negative for gross disruption of the middle cerebral artery in the area of prior coiling.